Manufacturer narrative:
Covidien reference: (B)(4).

Event description:
It was reported that a ventilator's screen became blank. There was no patient involvement.

Manufacturer narrative:
(B)(4). The service engineer evaluated the device, removed the printed circuit board harness connector, reconnected it and the ventilator worked properly.